Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in the tube x1, fm in separator x57, deformed tube x4, defective marking x6, dirty shield x1, dirty tube x18, air bubbles in tube x29, air bubbles in gel x263".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in the tube x1. Fm in separator x57. Deformed tube x4. Defective marking x6. Dirty shield x1. Dirty tube x18. Air bubbles in tube x29. Air bubbles in gel x263."